Event description:
My medtronic 670g was giving me insulin in auto mode when my cgm sensor was reading below 40 it was doing this while I was on the phone with medtronic at 4 am and I had to argue with them to get a new one sent because I was being blamed for my settings, but in auto mode it is all their pump and the programming and had nothing to do with my settings at all. FDA safety report ID# (B)(4).

Event description:
Additional information received from reporter on 6/15/2020 for report number mw5092087. My medtronic 670g insulin pump was giving me insulin when my sensor glucose reading was 60 and I verified with my blood glucose meter. This pump is supposed to stop giving you insulin when your sensor glucose readings get low. The pump was in auto mode at the time of this occurring. I have already reported this twice before and my pump was replaced both times. This is something that happens to other people with the same insulin pump and it is going to seriously injure someone if they don't realize this is going on, and I have numerous pictures from my pump that I took when I realized what was happening. I have the pump currently but am in the process of getting it replaced, so I will have to send it back to medtronic after I get the new one. Serial number (B)(4), ref number mmt-1780kl. My sensor glucose reading was 60 at the time and it gave me .025 units of insulin. (B)(6). FDA safety report ID# (B)(4).